Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unknown time. The patient claimed she manages her diabetes with pills and diet/exercise. It is not known if the patient made any changes to her diabetes management regimen due to the alleged issue. The patient reportedly had stomach aches and felt shaky a day after the alleged issue began. In response to her symptoms, the patient indicated she was eating more food and/or drink. It is not known if the patient was able to test on another meter at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misused of the meter, and the meter did not require a new battery replacement. However the alleged power issue was not resolved since the power button and test insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.